Event description:
It was reported that the day of coronary artery bypass surgery, the pacing thresholds were tested and there was no atrial capture observed. The lead remains in use and will be monitored to see if capture regains with time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc lead, implanted (B)(6) 2012; t505u223 tissue valve, implanted (B)(6) 2014. (B)(4).